Event description:
It was reported that following a diagnostic procedure, a 6f sts angio-seal device was deployed successfully and hemostasis was achieved immediately. It was reported that groin fluoroscopy revealed appropriate placement of the device. The pt returned six days post deployment complaining of swelling in the groin. A pseudoaneurysm was diagnosed. Surgical exploration was performed and the angio-seal device was found outside of the artery. Prior to this experience, two previous access procedures were performed in the same artery. The last had been closed with a perclose device 4-6 weeks beforehand. The pt is reportedly recovering.